Event description:
The following has been reported: biomed reported: "ticket stated "pump alarming". Cleaned but unable to run test infusion due to alarm state. Patient status unknown." A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed installed engineering test pneumatic assembly and performed recharge test, unit passed. Front housing is damaged due to broken screw mounts, lcd touch screen is discolored/dim, rear cover o ring not seated properly. Air compressor, front housing, lcd touch screen, and rear cover o ring will be removed and replaced during repair process. No other damage found.